Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was successfully deployed in the patient¿s body as per additional information that was provided in the complaint report. The balloon wings were reviewed and the balloon wings were relaxed and contrast medium was visible in the balloon body. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a kink at 240 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond and the proximal bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. The device was soaked in a water-bath to soften contrast medium. The device was then inflated to rated burst pressure and the balloon deflated within 10 seconds. This measurement is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, during post dilatation with the balloon of the synergy device, it was observed that the balloon was not deflated or rewrapped fully. The device was removed completely from the patient in a deflated state and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, during post dilatation with the balloon of the synergy device, it was observed that the balloon was not deflated or rewrapped fully. The device was removed completely from the patient in a deflated state and the procedure was completed. No patient complications were reported and the patient's status was stable.